Event description:
Caller states the pt tested >8.0 inr/>8.0 inr on the coaguchek s system while a comparison lab returned as 3.64 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.